Event description:
It was reported that coronary artery perforation and pericardial effusion occurred. The target lesion was located in the coronary artery. The patient was prophylactically put on a hemodynamic assist device. A 1.50 mm rotapro and rotawire were used for rotablation which was successfully completion. Stenting was also successfully completed. Post-dilation of the left anterior descending artery (lad) was performed with a 3.00 mm x 15 mm nc emerge which appeared to be successful. A choice pt wire was also used during the procedure. The physician moved to the diagonal and completed balloon angioplasty with the 2.00 mm x 12 mm emerge. As the physician came out with the 2.00 mm x 12 mm emerge when they were getting close to completing closing pressures, the physician felt that there was a subtle change in the angiogram that could have possibly been contrast inside the pericardium. An echo was performed which confirmed a mild pericardial effusion. The physician then tried to go back in with balloons in the area that they thought the potential perforation occurred. They held for 3 to 4 minutes at a time in different sites including the lad and diagonal. It appeared that the patient's hemodynamics started to worsen and more fluid was coming into the pericardium. A pericardiocentesis was selected to be performed. During this entire time, the hemodynamic assist device was running. It was stopped by the support group in the room as it was thought that it could have been exacerbating the situation because it was taking fluid from the ventricle and putting it back in the aorta, forcing blood back through the coronary. It was thought that could have been worsening the perforation. The hemodynamic assist device was tapered down while they were doing the pericardiocentesis. 600cc of blood was pulled out of the pericardial space and by this time the hemodynamic assist device was mostly inactivated. The patient stabilized and the pressures increased. When a final picture was taken, everything looked good. One unit of packed red blood cells was administered. The patient condition was reported as stable after the procedure and the patient is doing fine.